Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 194 mg/dl. The customer was treated with bolus. The troubleshooting was performed. The customer insulin pump failed twice on high pressure test. The insulin not exiting. The customer insulin pump will be replaced.

Manufacturer narrative:
The insulin pump passed functional testing and no unexpected low reservoir alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.